Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted the fascia was divided and the old mesh was appreciated. The mesh was densely incorporated into multiple areas of the mid jeunum and ileum. An extensive lysis of adhesions was conducted with metenbaum scissors and blunt finger fracturing techniques to finally identify an area of a closed loop obstruction where a loop of small bowel was incorporated into an internal hernia, as well as densely adherent to the undersurface of the mesh from the prior ventral hernia repair. It was reported that the patient experienced severe pain, bulging, inflammation and loss of appetite. The patient had a previous mesh implanted on (B)(6) 2006 and underwent removal surgery on (B)(6) 2011 which the surgeon noted the hernia was identified and located and dissected free from the surrounding tissues. An incision in the midline was performed and the underlying bubbles were dissected and freed from the attachments and adhesions, which are captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020 . Additional information: d1, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.